Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and examination of the returned sample confirmed the reported issue of a damaged wire. Visual inspection of the sample found the jaw wire insulation was sliced open, exposing the wires. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. There is nothing known in the manufacturing process that would cause this type of slicing damage. A review of the device history records for this lot found no potentially contributing factors to the reported issue. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.

Event description:
Further information received from customer indicating the veterinary procedure was not cancelled. When the damaged wire was found on the device, it was discarded and a new device of the same type used to complete the procedure. No injury occurred to the horse or medical intervention reported. Inspection of the received device found a piece of damaged insulation is missing and was not returned. The customer reported that no injury occurred to the horse, and the animal is in good condition.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a veterinary procedure on a horse, an exposed wire was found close to the jaws of the unit. The wire was identified after the device had been used in the surgery. Because of the observed issue, the surgeon cancelled the procedure.